Event description:
The report received from the affiliate indicated that during an inventory inspection, a sakura firestar 2.75 x 15 mm balloon catheter package was noted to have a piece of black moveable foreign matter inside the sterile packaging. The outer product box and sterilized pouch were intact, and the seals of the pouch were not opened. There were no anomalies noted except for the foreign matter. The product was not clinically used. The product was not re-packaged and was not re-sterilized. There was no reported pt injury. No add'l info is available.

Manufacturer narrative:
The product is available for eval and testing. However, the product has not been returned as of to date. Add'l info will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during an inventory inspection, a sakura firestar 2 75 x 15 mm balloon catheter package was noted to have a piece of black, moveable foreign matter inside the sterile packaging the outer box and sterilized pouch were intact and the seal of the pouch was not opened. There was no product damage noted except for the foreign matter. The product was not clinically used in a patient. The product was not re-sterilized or re-packaged. There 'was no reported pt injury. The product was not returned for evaluation. Review of lot 13447181 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint could not be confirmed without a product return. Although this complaint could not be confirmed, a distributed product risk assessment has been opened to address this failure.